Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg after an implant procedure. X-ray was taken and showed that the ipg was slightly tilted. The patient underwent a revision procedure wherein the ipg was moved. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg after an implant procedure. X-ray was taken and showed that the ipg was slightly tilted. The patient underwent a revision procedure wherein the ipg was moved. The patient was doing well postoperatively.